Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the instrument's pitch up cable was broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Clevis does not exhibit any damage or wear marks. Other cables at wrist were undamaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's pitch cable could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci prostatectomy procedure, the customer noted that the fenestrated bipolar forceps instrument wire snapped. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.